Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by receipt of a medwatch report, during transcatheter pulmonary valve replacement, the initial balloon used for the dilation to test the left main coronary compression ruptured immediately after inflating it. Upon withdrawal, the balloon became separated in 2 pieces when trying to retrieve it into the 18-gauge sheath. This required a cutdown on the right common femoral vein and a balloon thrombectomy in order to retrieve that segment. The pieces are still attached.

Manufacturer narrative:
The device was returned for evaluation. The balloon catheter was returned in a used condition with balloon catheter cut in half approx 21" from proximal end of balloon with the guidewire inserted through the distal portion of the bav. The sheath and guidewire lumen were returned separate (the rest of guidewire was inserted through the lumen) and there was a stopcock attached to the proximal end on bav. The returned device was visually inspected for any abnormalities. The following were observed: · balloon burst radially. Sheath cut along entire length of hdpe (by customer), marker band is intact, liner is intact · bunching on distal and middle of guidewire lumen · no balloon pieces appear to be missing · no other abnormalities observed balloon single wall thickness measurements were taken. These measurements are taken to ensure that the balloon wall thickness is within specification, as a thin-walled balloon could potentially contribute to a balloon burst and could be indicative of a manufacturing nonconformance. All measurements meet the balloon single wall thickness specification. Due to the condition of the returned device (balloon burst) no functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. Review of lot history for the relevant lot and revealed no similar complaints for the complaint code ¿balloon ¿ burst¿. A review of the complaint history revealed that the occurrence rate for ¿balloon ¿ burst¿ did not exceed the april 2018 control limit for the trend category of ¿balloon burst¿. The review of the instructions for use (IFU) or training manuals demonstrate that there is adequate instruction for device preparation and use. Inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint for a ¿balloon burst¿. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ burst¿ was confirmed by visual inspection of the returned device. Based on dimensional testing, no manufacturing non-conformance were identified in the returned device. A review of manufacturing mitigation supports that the balloon catheter has proper inspections in place to detect issues related to the complaint ¿balloon ¿ burst¿, and a review of the complaint history, DHR, and lot history provided no indication that a manufacturing nonconformance was a contributing factor. No training/IFU deficiencies were identified. Available information indicates that patient/procedure factors may have contributed to the event. Review of complaint history suggests that the complaint event can be attributed to patient factors (calcification). Calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure. There are several additional factors that may have contributed to the balloon burst during deployment. Over inflation of the balloon, due to residual fluid from de-airing or from the addition of excessive volume during inflation, may have caused the balloon to burst. Similarly, if the rated burst pressure was exceeded, the balloon would likely have burst. As such, based on available information, it is likely that patient/procedural factors contributed to the reported events. However, a definite root cause is unable to be determined at this time. Transcatheter balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaint for ¿balloon ¿ burst¿ was confirmed; however, no potential manufacturing nonconformances were identified. The cause of the burst is unknown, however may be due to patient/procedural factors (calcium).  The sub sequent withdrawal difficulties requiring a cut-down may be due to the mechanisms described above.  No labeling or IFU inadequacies were identified. The occurrence rate did not exceed the april 2018 control limit for the trend category ¿balloon burst.¿ therefore, no corrective or preventative action is required. Available information suggest that patient/procedural factors may have contributed to the event.